Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated and there was an issue noted on the non-boston scientific lead. The atrial impedance measurements have increased from 662 ohms to 1,291 ohms along with increased thresholds, intermittent capture and noise. An x-ray was suggested to check for any visual issues with the lead. The field was also considering decreasing sensitivity and increasing atrial outputs. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated and there was an issue noted on the non-boston scientific lead. The atrial impedance measurements have increased from 662 ohms to 1,291 ohms along with increased thresholds, intermittent capture and noise. An x-ray was suggested to check for any visual issues with the lead. The field was also considering decreasing sensitivity and increasing atrial outputs. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.